Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to get add'l complaint info and to find out the status of returning the product for testing/analysis were unsuccessful. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord and is a safety risk. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for her pump has exposed wires by the base and will spark every once in a while. No injuries were reported.